Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of medical records. The following sections of this report have been corrected and updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately 8 months 19 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve inside a surgical valve, the valves were explanted and a new surgical valve was implanted. Additional information was received via medical records revealing approximately 8 months 19 days post tavr procedure, the valves were explanted due to late-stage endocarditis. A transesophageal echocardiogram (tee) performed revealed there was an acute infective endocarditis of the prosthetic transcatheter aortic valve, the prosthetic aortic root and the hemi-arch grafts. There was also an aortic root abscess secondary to a prosthetic streptococcal mitis infection. The echocardiogram also demonstrated dense adhesions on the aortic graft adherent to the underside of the right sternal edge and multiple vegetations on both sides of the prosthetic aortic valve and graft, which involved the entire native aortic annulus. This required a thorough debridement and reconstruction of the native aortic annulus after the valves and root graft were explanted. Once completed, a new surgical valve was implanted. In this case, through review of the provided medical records, it was confirmed that the 26 mm sapien 3 ultra resilia valve was explanted due to late-stage endocarditis. Although the source of the endocarditis was not provided, it was noted that the patient had developed a prosthetic streptococcal mitis infection. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis usually occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. As there was no allegation or indication a product malfunction contributed to this adverse event, based on the findings, this event is no longer considered to be FDA reportable, and a corrected report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 8 months 19 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve inside a surgical valve, the valves were explanted and a new surgical valve was implanted. The cause of the explant is unknown at this time.